Manufacturer narrative:
Subject device is not available.

Event description:
It was reporting that during coil embolization, resistance was experienced within the microcatheter distal tip. Medical intervention using a snare device was necessary to retrieve the coil. There was no patient impact.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use but the event description indicated that "doctor thought that preparing of coil by assistant was wrong." However this cannot be conclusively determined. Therefore a cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined that there was no medical intervention to retrieve the subject coil jammed in the tip of the catheter. The manufacturer has determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reporting that during coil embolization, the subject coil was jammed at the microcatheter distal tip. The physician collected the coil and finished the procedure. There was no patient impact.